Event description:
During a bone biopsy of the right tibia, the biopsy cannula tip broke apart. The surgeon retrieved three pieces of the cannula. However, the cannula still appeared incomplete. An x-ray was obtained but revealed no apparent remaining pieces in the pt.